Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away in a hospital. The cause of death was congestive hear failure. The customer had become ill the morning of (B)(6) 2014 and was hospitalized due to congestive hear failure and high blood pressure. The customer was on dialysis, was almost blind, and weighed approximately (B)(6). The customer had had a stroke and massive heart attack. The customer's blood glucose at the time of death was 115 mg/dl. The customer was not wearing the insulin pump at the time of death. The customer was told, by the health care provider, to be off the insulin pump because she was going low. The customer had been off the insulin pump for three or four days prior to passing. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the insulin pump has been given to a friend and will not be returned for analysis. No further information is available at this time.